Event description:
It was reported to philips that the system gave a remote alert indicating the x-ray computer's disk bay board was degraded, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, clinical usage was unknown since it was an automated proactive monitoring and manual proactive monitoring case. The philips remote service engineer (rse) analysed the system remotely and identified the disk bay error. To resolve this issue, the philips field service engineer (fse) performed the philips corrections on the pc ad replaced disk bay. After which, the system was returned to use in good working order. The codes were updated based on the investigation's outcome.